Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed incoming functional testing. It was noted software update was attempted, received ¿profile not complete¿ message. Able to update software after creating a profile. Analysis also found a loose analog connection on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported when the programmer was loading the software to interrogate an implantable cardiac monitor device, an error code was received. Also seemed to be stuck on long boot up. The programmer was returned for repair. No patient complications have been reported as a result of this event.